Event description:
A (B)(6) male patient contacted zoll customer support to report alarms and that one of the cables on the belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (alarms/damaged cable) has been confirmed. As received, the belt failed incoming functional testing. Upon evaluation, the cable connecting the rear therapy electrode (te) and the distribution node (dn) was pulled from the dn strain relief, damaging internal wires. The cause of the alarms is the damaged cable and wires. In addition, the ECG c and d cable grommet was pulled from the dn, and the trunk cable was pulled from the strain relief with wires still attached. The root cause of the damaged cable and wires cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the damaged cable and wires. The patient received a replacement electrode belt.